Event description:
It was reported the patient's blood glucose level rose to 14 mmol/l ( mg/dl) while wearing the pod for 48 hours. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.